Event description:
Product was not able to cross the lesion. The product kept catching on th lesion, and they did not feel comfortable continuing to push.

Manufacturer narrative:
Evaluation summary: the delivery system was returned with the shipping lock in place. There is also a severe kink at the distal edge of the strain relief. The stent is still inside the device. There were no abnormalities found that would keep the delivery system from functioning normal.